Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because a few years ago the device stopped working. An magnetic resonance imaging (MRI) confirmed that there was no fluid in the pressure regulating balloon (prb), therefore a fluid leak of unidentified origin is suspected. There were no patient complications.

Manufacturer narrative:
B3 event date: updated to reflect estimated date based on comment that issue began a few years ago.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because a few years ago the device stopped working. An magnetic resonance imaging (MRI) confirmed that there was no fluid in the pressure regulating balloon (prb), therefore a fluid leak of unidentified origin is suspected. There were no patient complications.